Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04483. The pt received two leads with different lot numbers. It was reported the pt had fallen multiple times, and her stimulation was no longer providing coverage for her legs. X-rays revealed the pt's leads had migrated. Further f/u identified the physician wanted to refer the pt for surgical intervention to replace the current leads with a surgical lead.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.